Event description:
It was reported that this implantable cardioverter defibrillator delivered inappropriately 2 bursts of anti-tachycardia therapy and 6 shocks due to supraventricular tachycardia. The therapy was exhausted. Reprogram options were discussed. No further adverse patient effects were reported.